Manufacturer narrative:
H11: the inspection performed by baxter found the bed to be functioning as designed, noting that bed was checked, there was no service light indicator (key) illuminated, no errors were displayed and the surface air pressures were correct. The event history log review showed no evidence of the customer reported problem. The device was found to be performing per product specifications. Additionally, findings obtained from continued follow-up with the customer, performed by baxter representatives, indicate use error and/or pressure injury prevention practice gaps by the customer cannot be excluded. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. Staff training will be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient sustained a pressure injury while using a progressa bed system. The patient was admitted to the hospital for polytrauma with spinal cord injury of c6-c7 and approximately two weeks later it was noted to have occipital and sacral grade 3 pressure injuries. The treatment for the pressure injuries included a combination of cleaning and protective dressings. There was no identified malfunction of the bed by the customer and the inspection performed by baxter found the device to be functioning as designed - ruling out a device malfunction. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface, position changes are key to pressure injury prevention and treatment. No further information was available at the time of this report.